Event description:
On (B)(6) of this year, I was given a CT scope exam by dr (B)(6) at (B)(6) urology (B)(6) location ((B)(6)). Three days later, I was diagnosed with a uti, a urinary tract infection, by a doctor at (B)(6) urgent care, (B)(6). The urine I have never had a urinary tract infection before, and do not engage in any conceivable activity that could transmit this bacteria into my urinary tract. I have tried to contact individuals at (B)(6) urology who might be in a position to investigate this event but have received no response. As part of the proposed surgery for my bph, an MRI was conducted. A class 5 lesion was discovered, and a biopsy was scheduled; unfortunately it had to be delayed until the infection could be cleared. I may have cancer and it may be proceeding untreated but the diagnosis cannot be conducted because of an infection the dr gave me.